Event description:
As reported by our spanish affiliates, after valve deployment of 23mm sapien 3 ultra resilia valve in aortic position by transfemoral approach, mild paravalvular leak (pvl) was observed. It was decided to perform a post-dilation with +1 cc. After post-dilation with the same commander delivery system, when contrast injection was performed to assess the pvl, a severe central leak was observed. A tee was performed confirming the central leak, showing one leaflet which was not moving or everted. It was tried to advance the pigtail through the valve to pull it back several times trying to mobilize the leaflet without success. A new 23mm s3ur valve was implanted in a valve in valve (viv) successfully with no pvl and good hemodynamics.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for central leak and motion restricted-in patient were unable to be confirmed due to unavailability of medical record/relevant imagery. Available information suggests that procedural factors (post-dilation) likely contributed to the event as per information provided 'it was decided to perform a post-dilation with +1 cc. After post-dilation with the same commander delivery system, when contrast injection was performed to assess the pvl, a severe central leak was observed'. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.